Event description:
As reported in the obesity surgery, june 2011, vol. 21, issue 6 (doi 10.1007/s11695-011-0400-7) in an article entitled: laparoscopic reinforced sleeve gastrectomy: early results and complications, angrisani l, cutolo pp, buchwald jn, mcglennon tw, nosso g, persico f, capaldo b, savastano s., one hundred twenty-one pts underwent laparoscopic sleeve gastrectomy with peri-strip reinforcement. From jan 2003 to dec 2006, sixteen pts had the sleeve gastrectomy as part of a staged bariatric procedure and one hundred five had the sleeve gastrectomy as the primary procedure. The study notes that both ethicon and covidien staplers were used. One extraluminal bleed at the trocar site, which was treated with a blood transfusion. Pt experienced an extraluminal bleed at the trocar site. Pt with postoperative bleeding experienced a decrease of hemoglobin from 14.5 to 11.0 mg/dl within the first 24 postoperative hrs; no blood drainage through the drainage tube positioned close to the excision line. CT showed in pod1 a large properitoneal blood collection near left trocar site. Treatment - treated with rbc blood transfusion. Outcome resolution within 48 hrs.

Manufacturer narrative:
(B)(4).